Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(6) 1998.

Event description:
It was reported that the right ventricular lead threshold had risen and was high. Because of the high threshold, the capture management algorithm had increased the output which caused the patient to experience muscle (pocket) stimulation. The lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.